Manufacturer narrative:
Concomitant medical products: product ID 74001 lot# (B)(4) serial# implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type adapter product ID 7489000103 lot# serial# (B)(4) implanted: (B)(6) 1990 explanted: (B)(6) 2022 product type extension. Other relevant device(s) are: product ID: 74001, serial/lot #: (B)(4), ubd: 03-apr-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced a ¿loss of therapy¿ with their replacement device. It was stated that when the patient went in for a regular end of service (eos) implantable neurostimulator (ins) replacement that their ins was replaced with a new ins and a pocket adaptor. The patient ¿was not able to feel the buzzing anymore¿ with the new system, was ¿not receiving adequate pain relief,¿ and ¿felt no stimulation.¿ reprogramming and parameter changes were tried many times in an effort to troubleshoot the issue. The patient¿s previous lead and extension and the new pocket adaptor were ultimately explanted in order for the patient to be full-body MRI eligible and the patient was then able to feel stimulation. It was noted that it was unknown whether any external factors may have led or contributed to the issue and that it was ¿just likely due to the age of the original components,¿ as the patient¿s original leads/implant were from about 30 years prior to report. The patient was receiving therapeutic benefit from her system at the time of report; the issue was resolved. No further complications w ere reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 389028 lot# unknown implanted: (B)(6) 1990 explanted: 2022-12-05 product type lead product ID 74001 lot# 0218058688 serial# unknown implanted: (B)(6) 2022 explanted: 2022-12-05 product type adapter h3. The returned adaptor was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The adaptor was returned segmented. The distal segment of the adaptor was returned and connected with the proximal segment of the extension returned. A continuity test was performed referencing a system test between the cut adaptor and the cut extension. Continuity was complete and there were no electrical shorts between the circuits. The returned adaptor passed all testing in the laboratory and no anomalies were identified. Body insulation was cut through, and the adaptor was segmented 5.3 cm from the proximal end. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned connected to the cut distal segment of the extension. Conductors #0 and #2 were broken from their connector weld site at the proximal end. Conductor #3 was broken 1.3 cm from the proximal end. Category 3 degraded insulation with discoloration, and severe cracking resulting in conductor exposure, swelling, and degradation was identified resulting in loss of integrity of spacers. H6. Please note, codes c19, and d14 apply to the adaptor and codes c0605, c070603, and d15 apply to the lead. Code b17 and c20 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.